Event description:
It was reported to boston scientific corporation that a strand of hair was noticed to be present inside the sealed packaging of the ureteral catheter. There was no patient involved nor a procedure performed.

Manufacturer narrative:
A visual assessment was performed on the unopened/sealed pouch of the ureteral catheter and revealed a dark colored hair approximately 4cm long to be found inside the sealed pouch. There was a kink in the middle of the catheter which is due to the pouch being folded. The returned unit was consistent with the complaint incident that there was a hair present in the package. The complaint device failed to meet specification due to the manufacturing process; therefore, the root cause for this event is manufacturing. An investigation is open to address this issue.

Event description:
It was reported to boston scientific corporation that a strand of hair was noticed to be present inside the sealed packaging of the ureteral catheter. There was no patient involved nor a procedure performed.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.